Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed malfunction, has not been reproduced. The technician performed all test, conducted preventive maintenance procedure and put back the device in working condition. In provided device's logs there are no log posts from reported date of event (17th june), however, issue is visible one day before, (16th june). Two treatment periods were started that day. The first treatment was ongoing for four hours. The treatment was started in manual ventilation and after 20 minutes, set to automatic ventilation. A few clinical alarms were generated in connection to that the system was set to automatic ventilation. About 20 minutes, before end of the treatment some clinical alarms where generated again for respiratory rate high and low expiratory minute volume low where after the system was set to manual ventilation and treatment ended. The second treatment was ongoing for four hours. The treatment was started in manual ventilation and after 8 minutes, set to automatic ventilation. The following clinical alarms indicating a leakage were generated from start leakage, expiratory minute volume low, excessive leakage, respiratory rate high, etco2 low. After about 30 minutes, alarms indicating high airway pressure were generated. The ventilation mode were changed between manual and automatic ventilation a few times and then after about 25 minutes the situation seems to have been solved. The treatment continued for another 3 hours, without any alarms generated until the treatment was ended. The combination of alarms generated at start of the treatment indicates a leakage situation and then after about 30 minutes, the logs indicates a high airway pressure situation. The cause of these alarms have not been determined. The test log shows that system checkout prior to and after the event passed without deviations. The root cause to the reported issue has not been determined. The device failed to meet its specifications. The correction of fields #b3 date of event and #h8 usage of device was required. This is based on the internal evaluation. #b3 date of event: previous date of event: (B)(6) 2021. Corrected date of event: (B)(6) 2021. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that while the anesthesia workstation was in use for treatment, alarms for excessive leakage were generated. There was no patient harm. Manufacturer's reference #: (B)(4).